Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient did not feel well and was visited by emergency medical services (ems) due to having low sugar levels and was unaware that she was having a hypoglycemic event. The patient was administered with glucose gels and stated that per ems, their blood sugar levels were in the 200's mg/dl. When ems left the patient's home, the patient contacted dexcom regarding inaccurate values. During the time of contact with dexcom, the patient stated that they were feeling weird and was asked to take a finger stick reading. The finger stick reading was at 88 mg/dl so the patient took glucose gels to raise their sugar level. After eating graham crackers, angel fruitcake and drinking orange juice, the patient stated that they were feeling a little bit better until the dexcom technical support staff heard the patient struggling and asked if 911 needed to be called. The patient responded yes and 911 was called. Ems arrived at the patient's home and transported the patient to the emergency room (ER). The patient was treated with glucose gel, food and orange juice. The patient's husband did not remember what the patient's blood glucose readings while at the hospital. The patient was not admitted to the hospital and was released 4 hours later after they became stable. Additionally, the patient stated that during the first low event, the cgm was reading 55 mg/dl and their finger stick was 31 mg/dl. During the second low event, the cgm was reading 50 mg/dl and the finger stick was 30 mg/dl . No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.